Manufacturer narrative:
The baxter technician found there was fluid in the column and in the motors. This likely caused a malfunction in the circuit boards and motors. The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia . Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The technician replaced the mcb and comm board to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of stuck and not functioning were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that or table trusystem 7000 u (dv) was stuck in trendleburg and no function was possible to activate. Customer tried resetting table but this did not resolve the issue. There was no injury, death, or procedural delay reported with this event.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.